Event description:
It was reported that the pt experienced a series of recurrent dislocations which were managed with closed reductions.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary; x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, weight/height, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.